Event description:
The dealer states the unit runs for a minute, shuts down, and won't come back on. The dealer states you can hear an air leak inside. This is right out of the box. No other information is available.